Event description:
The pt was reportedly experiencing a decrease in performance. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the device was functioning within normal limits. The company was informed that the pt's device was explanted.